Event description:
The customer reported that the therapy knob was offset about two spots from where it should be, and that they have to turn the knob to AED mode to turn it off.

Manufacturer narrative:
(B)(4). The customer reported that the therapy knob was offset about two spots from where it should be, and that they have to turn the knob to AED mode to turn it off. The customer reseated the plastic knob for the energy select switch to resolve the issue.